Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 412 mg/dl. Customer treated with insulin pump and manual injection. Customer's blood glucose value was 390 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer declined high blood glucose troubleshooting. Customer also reported sensor glucose versus blood glucose readings does not match. Troubleshooting was performed and completed. Customer was advised that a replacement sensor will be sent and no insulin pump and sensor is expected to return for analysis.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.